Event description:
The physician along with cath lab staff, went to bedside to discontinue and remove impella. The impella was sucessfully removed. It was planned to remove left femoral artery sheath and "postclose" with 2 perclose devices. Lfa sheath removed and first perclose deployed without incident. Upon deploying second perclose device second device became stuck in the patient. After failed attempts to remove device, a femstop was placed on the site and a surgeon took the patient to the operating room to remove it.